Manufacturer narrative:
Additional information: the returned driver was evaluated. The tip was found to have twisted until fracture. The cause is likely attributed to forces placed on the driver during use which exceeded the device's capabilities. A design enhancement was put into place after the manufacture of this device to increase the strength of the tip. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final driver broke off during surgery. The tip was removed from the set screw using bone wax so the patient did not retain a foreign body. The procedure was completed using an alternative driver. There were no reported patient impacts.